Manufacturer narrative:
Mxp2462590, qerts# 513055. Email address for contact office in fields manufacturer name, city and state, MFR site & report source above is: (B)(6). The customer stated that they had processed quality control samples on the days of the reported events and that the results were as expected. The customer stated that the card storage conditions and visual appearance prior to use were aligned to ortho's recommendations. The customer stated that the cord blood samples are washed four times prior to testing. The customer stated that as part of the troubleshooting they had: changed saline and disinfected tubing. Decontaminated the mts diluent 2 plus pump weekly. Changed the lot of mts diluent 2 plus. Calibrated the tip master pipettes. Customer states they are suspecting that their saline was possibly contaminated since no other factors have changed. Digital images of the affected mts a/b/d monoclonal grouping cards were provided and confirmed the pattern of reactions as described by the customer. Batch record review (dra #512638) for mts a/b/d monoclonal grouping card lot 011422053-06 was completed with: the device history record for this lot was reviewed and no discrepancies were discovered. All in-process and final release serological testing results were within specifications, including customer use provue and ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. Formulation stage batch record (011022040) associated with this ID-mts gel card lot was reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product non-conformances related to this lot. Date of fill: 23 february 2022. Expiry date: 23 november 2022. Date released: 28 february 2022. The lot met all specifications, all in-process and product release criteria. Testing of retained samples (dra #512639) for mts a/b/d monoclonal grouping card lot 011422053-06 was completed with: mts a/b/d monoclonal grouping card lot#011422053-06 performed as intended. Mts a/b/d monoclonal grouping card lot#011422053-06 gave expected results using the manual test method with albaq-chek lot#v250434 (q1 and q2) and mts diluent 2 plus lot#mdp210. All results as expected. No discrepant results obtained, specifically in the anti-b microtubes. A total of 100 retention mts a/b/d monoclonal grouping card lot#011422053-06 were visually inspected, no defects were identified. Product testing with retain cards performed as expected. No discrepant results in the anti-b microtubes with albaq-chek. Unable to confirm customer complaint. Mts a/b/d monoclonal grouping card lot#011422053-06 performed as intended when using the manual test method. The review of the worldwide complaint databases was performed against mts a/b/d monoclonal grouping card 011422053-06 through to 08september2022. No additional complaint was reported against this sub lot falsepos. No trend for falsepos by sub lot was identified. For thoroughness, a complaint review was performed for all complaints against master bulk lot 011422053 through to 08september2022. No additional complaint was reported against this master bulk lot for falsepos. No trend for falsepos by master bulk lot was identified. (Dra #512636) the assignable cause of the discordant positive b(abo2) antigen typing results for these newborn cord blood samples could not be determined. There was no evidence of any systematic failure of the ortho clinical diagnostics reagent to perform as intended. No further complaint of this type has been received from the customer site since the time of the reported events. Discrepant positive b(abo2) typing results for nine newborn cord blood samples. The assignable cause could not be determined although customer suspects possible contamination of their saline. No general product failure was identified. No biased result was reported to the physician. The newborns were not harmed.

Event description:
Report 1 of 9. A customer complained to orthocare on 23 august 2022 after obtaining discrepant positive b(abo2) typing results for four newborn cord blood samples using ortho mts a/b/d monoclonal grouping card lot 011422053-06 in manual method. Complainant/complaint reporter: ms (B)(6)- medical technologist date of events: started week commencing (B)(6) 2022. Reported on: 23 august 2022 by ms kristi faulkner to the orthocare helpdesk. Reagents: ortho mts a/b/d monoclonal grouping card lot 011422053-06 expiry date 23 november 2022 manufacture date 23 february 2022. Software version: not applicable. Patient information: newborns; nine cord blood samples; all samples dat negative. The customer reported that they had tested four cord blood samples from newborns for b(abo2) typing using ortho mts a/b/d monoclonal grouping card lot 011422053-06 in manual method and that they had obtained unexpected positive reactions (1+ reaction strength). The customer stated that they were expecting negative reactions for all four samples. The customer stated that as part of the troubleshooting, they had retested these four cord blood samples for b(abo2) typing using both a new and old box of ortho mts a/b/d monoclonal grouping card lot 011422053-06 in manual method and that they obtained the expected negative reactions. No further detail provided. The customer stated that between 29 august and 31 august 2022, they had tested an additional five cord blood samples from newborns for b(abo2) typing using ortho mts a/b/d monoclonal grouping card lot 011422053-06 in manual method and that they had obtained positive reactions (1+ to 2+ reaction strength). No further detail provided. The customer stated that they when testing these cord blood samples in tube method no discrepant positive reactions were obtained. As part of the troubleshooting, the customer stated that they tested three known adult blood samples (two known blood group a d(rh1) positive samples and one known blood group o d(rh1) negative) for b(abo2) typing using a new box of ortho mts a/b/d monoclonal grouping card lot 011422053-06 in manual method and that the expected negative reactions were obtained. No further detail provided. The customer stated that no biased results were reported to the physician. The customer stated that no newborn was harmed as a result of the reported events.